Manufacturer narrative:
Conclusion has been updated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 800 mcg/ml clonidine at 515.34 mcg/day and 18 mg/ml dilaudid at 11.595 mg/day via an implantable pump for spinal pain. It was reported that the patient had their pump refilled at home by home health on (B)(6) 2016, during which the patient told the healthcare provider (hcp) his pump was making an audible tone. It was noted that the pump was refilled with clonidine and dilaudid. The pump continued to make audible tones throughout the day. The patient then presented to his managing pain physician on (B)(6) 2016 with the printout of the pump interrogation taken during the refill on (B)(6) 2016. A "pump problem" was noted and the hcp wanted a device manufacturer representative (rep) to check it out. Upon interrogation, an active motor stall was detected on (B)(6) 2016 at 09:28. It was noted that the pump reservoir was 38.2 ml when the pump was interrogated at 15:44 on (B)(6) 2016. An error code 04 - stopped pump may exceed tube set was noted to have occurred. It was then determined the pump had incurred a possibly irrecoverable problem. The pump was then programmed to minimum rate, the alarms were silenced, and the patient was prescribed oral analogues. The cause of the stall was noted to be undetermined. The patient had denied being in or around a strong magnetic field like an MRI, denied any blunt force injury/trauma at or near the pump/pump pocket, and denied trying to access his pump at home. The patients symptoms were an increase in pain level and "some withdrawal symptoms." The pump was scheduled for replacement on (B)(6) 2016 and was subsequently replaced and sent back to the manufacturer. It was noted that the patient underwent successful explant of the old defective pump and implant of a new pump. The patient was considered to be "alive - no injury", had recovered without sequela, and the issue was considered to be resolved at that point. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. Eval code method and eval code-result have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.